Manufacturer narrative:
The msd was not returned for evaluation. Without the msd being evaluated, the reported smoke coming from the msd upon removal from the patient cannot be confirmed. The ultrasound was reported to be running while the msd was being removed from the patient. Based on this information, the visible "smoke" noted by the users was likely liquid evaporation caused by the heat from the msd which would resemble visible smoke. The IFU instructs the user to discontinue the ultrasound prior to removal of the device. No patient impact or injury was reported in association with this event. If additional information is received, a follow up report will be submitted.

Event description:
During complaint follow up communication, it was reported that upon final removal of the msd, there was visible smoke. It was reported that the ultrasound was still on while the msd was being removed from the patient. There was no patient impact or injury reported in association with the visible smoke. The msd was discarded by the user.